Event description:
Boston scientific received information that this device could not communicate with radio frequency (rf) telemetry. A latitiude upload had not been received in almost a year and when the patient was seen in the clinic rf communication was unsuccessful. A technical service consultant was contacted and recommended performing a save to disk and memory dump if trouble-shooting with communicator was unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that rf communications have not yet been resolved between this device and the remote monitoring communicator. No adverse patient effects were reported.